Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Although the corresponding author is from spain, the country of origin for these events is canada, as all patients were from a dbs cohort study at the movement disorders centre of toronto western hospital. Citation: cubo, e., rajalingam, r., fasano, a., munhoz, rp., lang, ae., calvo, s., marras, c. A 21-year retrospective study of the toronto western hospital deep brain stimulation cohort. Mov disord. 2018. Doi: 10.1002/mds.27359. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: 1. 105 patients with deep brain stimulation (dbs) for parkinson's disease (pd) experienced dementia. 2. 21 patients with dbs for pd experienced complications including cerebrovascular disturbances, infections, severe confusional state, or unspecified ¿other¿ complications. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.